Manufacturer narrative:
Insulin pump received with no button response due to moisture damage electronic assembly. Unable to perform the displacement test and self test due to no button response. Insulin pump received with serial number label missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had intermittent button response. Blood glucose value was 15.5 at the time of the incident. The customer had insulin pen to control blood glucose. The insulin pump will be returned for analysis.